Event description:
It was reported after the lens was implanted and positioned inside the eye, a noticeable scratch was found at the middle part of the lens optic. The surgical procedure was complete with lens implanted. The lens implantation was smooth with no obstruction. However, the scratch remained clear and noticeable after the viscoelastic was removed. Patient's feedback was his vision was not clear enough but had no other discomfort. The lens remained implanted in the patient's eye. There was no delay in treatment or other interventions performed. No further information was provided. Based on follow-up information received on 11/5/2025, the complaint reporter confirmed that lens remained implanted in the patient's eye and he had slight blurry vision but no discomfort.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens remained implanted section d6b: if explanted, give date: not applicable, as lens remained implanted. Device evaluation: at the time of the investigation, device was not available for evaluation as it remains implanted, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.